Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on january 9. The customer¿s blood glucose level at the time of incident was 580 mg/dl and the current blood glucose level was 242 mg/dl. The customer was treated with shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does allege insulin pump was under delivering. Customer does not report any symptoms related to their high blood glucose level. Troubleshooting was performed. The insulin pump will not be returned for analysis.